Event description:
While trying to harvest vein from a patient¿s leg for his heart surgery, the maquet vein harvesting system was seen to have a defect/ break on the cautery part of the device. It was removed and a new one brought in to complete the vein harvest.